Event description:
It was reported that following a lap cholecystectomy, the patient had an increased level of metal toxicity in her blood. She has been seen by about seven different specialities and received various treatments to remove these high levels of toxins, in order to reduce levels of nickel in her blood. Patient has developed rheumatoid arthritis and other debilitating effects and is unable to walk as a result. No other information is available at this time.

Manufacturer narrative:
Date sent: 09/19/2008. Information is unavailable; device was not returned for evaluation.